Event description:
According to the customer, the synchron lxi instrument generated falsely low vancomycin results and the results were reported out of lab. A patient sample was tested for vancomycin. The instrument generated a flag that caused an automatic dilution (ordac) of the patient sample. The vancomycin result after the automatic dilution was <30 ug/ml. After obtaining this result, the customer diluted that sample with saline. The vancomycin result was <3 ug/ml. This result was reported out to the lab. The pharmacy adjusted the vancomycin dosage based on reported low vancomycin result and the patient was treated. The lab initiated an investigation after a low vancomycin result was obtained from the same patient after administering additional vancomycin. The lab sent the patient sample to reference lab for additional testing. The reference lab tested the sample for vancomycin and obtained the expected vancomycin result for this patient. After this result was reported, the patient was taken off vancomycin for a day. The patient's treatment regimen was affected by the false low vancomycin result. Patient vancomycin dosing was increased, then stopped for a day and then restarted. The customer indicated that there was no adverse reaction reported that could be attributed to this event.